Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to remove and leaflet damage requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was a pre-existing long leaflet flail. The clip delivery system (cds) was advanced to the mitral valve; however, during grasping, the clip became stuck in the anterior leaflet. While attempting to free the clip, the anterior leaflet tore, creating a new flail. The clip was ultimately freed and the clip was deployed, slightly reducing mr. A second clip was deployed to treat the leaflet tear. Two clips were deployed, reducing mr to 3+. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported difficult to remove (clip stuck on leaflet) appears to be related to patient morphology/pathology. The patient effect of tissue damage was due to the clip being caught on the leaflet; therefore, attributed to procedural conditions. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.